Event description:
Information was received from a healthcare provider regarding a patient receiving morphine via an implanted pump. The physician reported that the communicator batteries died during the update and now they were getting alert 141 (telemetry failure/error). The caller disabled pa (patient activation) and attempted to update again. The caller then got alert 338 (connection interrupted) and 161 (pending settings lost) during the second pump update. The caller stated that the bolus duration was 1 hour. The agent reviewed pa programming restrictions with a sync 3 pump and recommended a shorter bolus duration. The caller changed the bolus duration to 20 minutes, and the pump was updated successfully. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID a810; serial# unknown. Product type: software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.